Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 410 mg/dl at the time of incident. The customer was reported that the insulin pump had no delivery anomaly, changed sets several times. Customer was also reported that they had issue with bent cannula. The insulin pump will not be returned for analysis.